Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a customer provided photograph was evaluated. The photograph showed an eye implanted with the suspected complaint lens. The haptic was observed to be damaged. There was a cut at the haptic optic junction; but the haptic was still attached. No further issues were identified. As no product was been received, no further evaluation was performed . The complaint issue "haptic damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was implanted. After the implantation, the surgeon identified that one of the haptics on the iol was fractured or faulty. Consequently, the lens was removed, cut, and replaced with the same model of iol. No further information was provided.